Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The third cds (B)(4) referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip to treat mixed mitral regurgitation (mr) with grade 4+. The first clip was implanted successfully. The second clip delivery system (cds) (00619u166) was advanced to the mitral valve and good grasp was obtained. During clip deployment, the clip failed to establish final arm angle (efaa) twice. Troubleshooting was performed both times, but efaa failed. The grasp was released and the cds with clip was removed. The third cds (00619u167) was advanced to the left ventricle but there was tension when the physician pulled the clip back toward the valve. It was thought that the clip was caught in chords. Troubleshooting was performed to free the clip but was unsuccessful. The physician decided to deploy the clip at that spot. The leaflets were able to be confirmed to be on the clip arms and leaflet insertion confirmed, the clip was deployed without issue. An additional clip was deployed successfully. Three clips implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported issue could not be confirmed during device testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip opening while establishing final arm angle could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.